Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported event was confirmed during investigation. During investigation a bg value was entered in the pdm, however, the suggested bolus was cancelled without confirming the cancellation (ex. Locking/turning off pdm prior to confirming cancellation). After a certain time, the bolus screen shows no bg value, but there is a suggested value ready to be delivered. This issue is due to the pdm registering the previously entered bg and calculating a correction bolus for that value and can be seen in bolus calculations. However, as a result of new information discovered in insulet¿s failure investigation process from complaint # (B)(4) on 27 january 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported that the bolus calculator in the personal diabetes manager (pdm) would sometimes provide a value based on a previously entered blood glucose (bg) level. The patient reported entering a blood glucose value of 197 mg/dl and as a result they did not require a bolus and cancelled it. The next morning the patient¿s (B)(4) continuous glucose monitor gave a high bg warning, the patient prepared a bolus correction and before entering a new value found the device was recommending a bolus based on the previous value, 197 mg/dl, leading to an incorrect bolus.